Event description:
During a ptca treatment procedure, the maverick otw 20/1.5 mm balloon ruptured at 12 atms (rated burst pressure) on the second inflation. (The number of atms reached onm the initial inflation was also 12 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous mid left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a pt2 moderate support guidewire and a 7f heartrail jl4 guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.